Event description:
Information received from marti-nez-galdamez m, romance a, vega p, et al. Pipeline endovascular device for the treatment of intracranial aneurysms at the level of the circle of willis and beyond: multicenter experience. J neurointervent surg. Doi: 10.1136/ neurintsurg-2014-011355. A total of 25 patients (15 women and 10 men) with anterior circulation aneurysms were treated with a pipeline embolization device (ped) at the level of the circle of willis and beyond. All patients were pre-medicated with double anti-platelet therapy (aspirin and clopidogrel / one patient received ticagrelor). The peds were deployed through a marksman microcatheter using a tri-axial guide catheter system in all cases. All devices were placed properly, without technical difficulties. There were no aneurysm ruptures, parenchymal hemorrhages, or device migrations during the follow up. Case# 5: a patient in his/her early 60¿s with a small recanalized saccular aneurysm (sah 3 years ago) measuring 4mm located in the a1-a2 was treated with two peds (2.75mm x 14mm and 2.75mm x 18mm) on an unspecified date. A 24 hour control CT (computed tomography) prior to discharge revealed a right asymptomatic parenchymal hypodensity in the heubner¿s artery territory. Dsa (digital subtraction angiography) follow-up revealed 70% asymptomatic intrastent stenosis. At six months follow-up, the aneurysm was occluded.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Updating the report with the models of the pipelines involved in the event. The model numbers of the pipelines involved in the event are as follows:model#: fa-77275-14 / lot#: not reported / dom: n/a / exp n/a.model#: fa-77275-18 / lot#: not reported / dom: n/a / exp n/a.(B)(4).